Event description:
It was reported that during hospitalization the pt experienced a stroke. The start date was in 2005 and stop date is unk. The condition is not pre-existing and unk if related to the device. The pt's vital signs of the next day were stable. The pt seemed to have left leg weakness; however, there is the possibility of past stroke/epilepsy. The event resulted in prolonged hospitalization and the pt's outcome is improved condition. Pt was discharged four days later with instructions to follow-up with cardiologist and the neurologist within 30-days of the procedure.